Manufacturer narrative:
Updated fields: b4, e1, e3, g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1(initial reporter, event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b1. A getinge field service engineer (fse) inspected logs and found no alarms/errors relating to fiber optic issue. Fo function checked and operating without issue. Performed fo testing and pumped with trainer and fo sensor without issue. Could not duplicate fo issue.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), had fiber optic error alarm, while in use on a patient. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.